Manufacturer narrative:
(B)(4). Evaluation, results: stent graft misplacement, arterial/venous occlusion. Results/conclusions: inadvertently covering the hypogastric artery.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was unremarkable, and the iliac arteries measured 11 mm in diameter bilaterally at the bifurcation. The distance from the renal arteries to the aortic bifurcation was 11 cm. It was reported that the bifurcated stent graft was inadvertently pulled down slightly, covering the hypogastric artery on the left side. A reliant balloon was used to push the ipsilateral limb proximally, successfully uncovering the hypogastric artery. No clinical sequelae were reported, and the patient is fine.